Event description:
It was reported that "tibial baseplate grossel loose. Revised to scorpio t.s. Baseplate with stem and primary insert."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should device become available, the evaluation summary will be submitted in a supplemental report.